Manufacturer narrative:
Plant investigation: a production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
An administrative assistant from a dialysis clinic reported a hemodialysis (hd) patient was receiving treatment when a blood leak was noticed. The patient was moved to a new machine with a new dialyzer and resumed hemodialysis treatment. Follow-up was made with the clinic patient care technician (pct), who stated the machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 450. The patient¿s estimated blood loss (ebl) was less than 100ml. The pct stated blood was visually noted and a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The pct stated no patient adverse effects were experienced and no medical intervention was required as a result of this event and confirmed the patient was able to complete treatment with new supplies on another machine without issue. The patient dialyzed 3 times a week. The pct stated the implicated sample was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An administrative assistant from a dialysis clinic reported a hemodialysis (hd) patient was receiving treatment when a blood leak was noticed. The patient was moved to a new machine with a new dialyzer and resumed hemodialysis treatment. Follow-up was made with the clinic patient care technician (pct), who stated the machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 450. The patient¿s estimated blood loss (ebl) was less than 100 ml. The pct stated blood was visually noted and a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The pct stated no patient adverse effects were experienced and no medical intervention was required as a result of this event and confirmed the patient was able to complete treatment with new supplies on another machine without issue. The patient dialyzed 3 times a week. The pct stated the implicated sample was discarded.